Manufacturer narrative:
This report is submitted on july 24, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to reposition the receiver/stimulator due to coil off issue. The implanted device remains.